Event description:
The caller reported a malfunction on the pump with a specific malfunction code, malf 9. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction reappears.